Event description:
It was reported that intermittent far-field oversensing of ventricular paces on the right atrial (ra) channel was seen on the pacemaker electrogram (egm). Technical services (ts) was contacted, and ts discussed troubleshooting and programming options. The pacemaker system remains in service. No adverse patient effects were reported.